Event description:
The customer indicated that they obtained false negative results with a known sample containing anti-d on the ortho provue analyzer. The customer repeated testing in using the manual gel method and observed weak positive (1+) reactivity. The test results generated by the provue did not match historical data or test results obtained with an alternate test method, preventing erroneous test result from being reported. False negative results may result in transfusion of incompatible blood.

Manufacturer narrative:
An ocd ca field engineer visited the site and indicated that the pressure in the fluidics system was out of spec. The fe replaced the pressure regulator for the fluidics system and returned the analyzer to expected operation. No similar incidents have been logged against this analyzer.